Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under infusing. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Event log did not record report error of under infusion. Accuracy tests were performed, and the primary problem was not confirmed. The probable cause is cassette or user error. Replaced main board due to real time clock (rtc) battery issue. The device passed all functional tests after the repair.